Event description:
Reporter indicated that the site's (B) (4) handheld computer screen became frozen during interrogation. It was reported that troubleshooting included turning off the handheld, but the problem did not resolve. A new handheld computer and software flashcard has been sent to the site, and manufacturer's product analysis is pending.